Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the transfer abutment broke and head of implant broke. Had to explant and let heal and place new implant two months later. Tooth site # 30.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the collar of implant and hex of a mount. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications, warnings, changes in performance, adverse effects. DHR review: DHR review was completed for the subject lot number (1248427). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1248427) for similar event and no other complaint was identified. Post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.